Event description:
The customer reported to baxter healthcare an unknown quantity of three gang 4-way large bore stopcock manifold(s) in which unspecified leaking was detected. There is no report of patient involvement, injury or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.